Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013; 6943-65 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had undersensing. The lead remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.